Event description:
The customer reported that the screen went black during a cardiac arrest. The customer advised that the patient data was coming up on the central station at the time the monitor went blank. Immediate clinical action was taken and that there was no adverse impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.